Manufacturer narrative:
The surgeon continued with the case and still used navigation as a reference. When the inaccuracy was discovered there was no longer a need for navigation.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative, or radiology supervisor, reported that, while in a spine lumbar fusion procedure, the surgeon alleged an inaccuracy. It was undiscernible whether thee inaccuracy was discovered during the procedure or immediately after the spin. The software showed the probe superior to where the probe actually was in the anatomy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the inaccuracy occurred during navigating, not directly after the spin. The inaccuracy was reported to be approximately 5 - 10 millimeters.